Manufacturer narrative:
Section d1 brand name: corrected section d4 catalog number: corrected section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that an implantable cardioverter-defibrillator was implanted prior to the left ventricular assist device.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event of atrial fibrillation could not be conclusively established through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C., is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a history of paroxysmal atrial fibrillation beginning in 2014. The onset date is unknown.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.